Event description:
The planned procedure was a diagnostic, navigational bronchoscopy. The users attempted to troubleshoot the device while the patient was in the room which caused a delay for an unknown amount of time. The bronchoscopy was completed without the use of the veran spin thoracic navigation system. The patient was also referred to another hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer and developing events.

Manufacturer narrative:
Correction to the initial medwatch as the subject device will not be evaluated as this complaint is related to a product that is currently being removed from the market. Therefore, this device is being investigated under the recall associated with this product. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the veran spin thoracic navigation system® (USA) was powered on prior to the start of a procedure when the user noted the screens were not receiving input. After troubleshooting, it was determined the cpu was not receiving power. As a result, the veran navigation portion of the procedure had to be cancelled, but the rest of the procedure was completed as planned. There were no reports of patient harm or impact as a result of the device malfunction.